Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium transfer set spike ¿came off¿ from the flow control barrel (twist clamp). This occurred during patient use for peritoneal dialysis therapy. At the time of the occurrence, the transfer set had been in use for 10 days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted a titanium spike separated from the main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate solvent to the insert chip during assembly process. Should additional relevant information become available, a supplemental report will be submitted.